Event description:
Customer called to report a hospitalization due to diabetic ketoacidosis. Customer stated the insulin pump alarmed button error. The current blood glucose reading is 247 mg/dl. The blood glucose reading at the time of the event was over 600 mg/dl. Customer was vomiting the day she was hospitalized. Customer is a brittle diabetic. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive button due to corroded keypad traces. Unable to perform any of the functional testing due to unresponsive buttons. Unit had cracked case at display window corners, broken belt clip slot.